Event description:
It was reported that the patient had two surgeries due to device dislocation. One on (B)(6) 2007 and the other on (B)(6) 2008. The second surgery resolved the problem.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4),: product type extension; product ID neu_unknown_ext, serial# (B)(4), product type extension; product ID 3389-28, lot# b0481343k, product type lead; product ID 3389-28, lot# b0478044k, product type lead. (B)(4).